Event description:
It was reported that during a pta and stenting treatment procedure in the subclavian artery, the "stent could not be released because the marker of the delivery system stuck at the distal part of the stent. So the stent was fully open at the proximal part, but not at all open at the distal part and therefore still connected to the delivery system." The physician attempted to close the delivery system and move the stent with the sheath of the delivery system and was not able to do so. It was further reported that "insertion of another wire and then a balloon to dilate the stent and separate it from delivery system failed." Femoral access failed, therefore, through a transbrachial access the physician was able to separate the stent and delivery system by cutting the system at the tip. He subsequently successfully removed the device from the patient. As a result of this procedure, a severe dissection occurred in the arm artery that may require amputation of the arm. The patient required a prolonged hospitalization.